Event description:
It was reported during reprocessing that the duodenovideoscope tested positive for micro biotic germs. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The hygiene microbiological investigation report indicated the distal end unit of the scope were cultured and had no detection. The instrument / biopsy / suction channel of the scope was cultured and had no detection (0 cfu). The air/water channel of the scope was cultured and had no detection (0 cfu). The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2024-00666 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.